Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink duo-vent continu-flo set dislodged the stopper of a vial of intravenous immunoglobulin (ivig) into the bottle. This occurred while attempting to spike the vial at the patient's bedside. Another vial was then used with no issues, and the patient's infusion was successfully performed. There was no patient injury or medical intervention associated with this event. No additional information is available.